Event description:
During the total colectomy procedure, the stapler was closed on the bowel, the firing mechanism was advanced until exceptionally high resistance would not allow the knob to advance further - the result was a 3/4 firing. Upon inspection of the resultant staple line, the surgeon noted tha the staples were malformed. He opened another stapler and fired it on same tissue. No pt consequence.